Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc). This occurred while the hp was connected during dwell. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The power was cycled to clear the alarm and the patient would finish therapy using manual supplies. The patient planned to call their nurse the next morning regarding the event. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.